Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced a skin infection underneath the sensor pod area only. On (B)(6) 2025, the patient went to the hospital emergency department (ed) and had an incision and drainage (I&d) with wound packing. He was discharged home on the same day with a prescription for unspecified oral antibiotic medication (unspecified dosage every 8 hours). At the time of the report, the wound was in the process of healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.